Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. A chest tube was placed, and the patient remained in the recovery room. The clinician does not believe an ion product caused or contributed to the pneumothorax; however, the cause of the procedural complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The pneumothorax was identified during a post-procedure computed tomography (CT) scan. A chest tube was placed, and the patient remained in the recovery room. Although the physician does not believe that an ion product caused or contributed to the event, the cause of the pneumothorax is unknown. Intuitive surgical, inc. (Isi) has performed multiple attempts to contact the physician to obtain additional information regarding the event. However, as of the date of this report, no new information has been received.